Manufacturer narrative:
On may 22, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported, that a 32-year-old caucasian female patient underwent revision breast augmentation. With 800cc mentor memorygel breast implant. And experienced left side swelling. And capsular contracture, baker grade IV. Postoperatively, as a result, patient is scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
Since the device, has not been returned for analysis, no product failure analysis can be conducted. And no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. And no anomalies were found related to this complaint. In addition, the mre verifies, that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left local reaction, and swelling, and capsular contracture, baker grade IV. D6b: explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2024, mentor became aware that the patient experienced bilateral gel leak, left side breast mass, implant site fluid collection, and breast implant illnesses. Coding under section h have been updated accordingly. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: left gel leak, capsular contracture; baker grade IV, breast mass, implant site fluid collection, and breast implant illnesses. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).